Event description:
As reported: physician inserted the by-pass tube into the sheath and couldn't get it through the valve. After a number of attempts the physician held it in place and was able to get the device into the sheath. The procedure continued without incident. Additional information stated that the physician remarked that the "teeth" on the bypass tube were flared after the first attempt.

Manufacturer narrative:
An investigation has been opened to review history record and risk documentation. A follow-up report will be submitted after investigation.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record was reviewed and indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr procedure, an 18f manta was planned for closure. The physician encountered resistance advancing the bypass tube through the hemostatic valve of the manta sheath. The bypass tube would not go through the hemostatic valve. After a few attempts the physician was able to hold the bypass tube in place and was able to insert the device through the hemostatic valve and connect the manta closure to the sheath hub; deploying the device without further complication. The IFU indicates in step 3 of inserting the device: note: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device.